Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2,h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields : d4 (UDI), d5, h6 (medical device ¿ problem code). Fse replaced front end board (0670-00-1164) to resolve the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept received part number (0670-00-1164) a serial number 15 07400 07_htc front end board with a reported unit failure of intermittent bp connection. The fat dept performed a visual inspection of the part received and found that the bp connector of the front-end board is broken. Due to this damage, the front-end board cannot be installed and investigated any further. Retaining the front-end board in the fat department per procedure 0002-07-d008 rev as. The nonconformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has intermittent bp connection. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a